Event description:
The customer reported that following a diagnostic catheterization procedure on 11/2000 a vasoseal es was deployed. 6 days later pt presented at the physician's office with a groin site that was red, swolled, and draining. The physician manually expressed additional drainage from the site and then placed the pt on oral antibiotics. No fever or wound cultures were noted. The physician's office made a follow-up call to the pt on 13 days later and the pt stated that she was fine. No further complications were reported.

Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. Post deployment the puncture site expressed add'l drainage so the physician administered antibiotics. A follow-up call was made to the pt three weeks later and the pt stated that they were fine. No further complications were reported.